Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient has exeter stem that has subsided. Also trident psl cup has pulled out of acetabulum." A shell, 2 screws, head, liner, and stem were revised. Spoke to rep, who provided x-rays. Rep confirmed that there are no allegations against the revised liner and head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient has exeter stem that has subsided. Also trident psl cup has pulled out of acetabulum." A shell, 2 screws, head, liner, and stem were revised. Spoke to rep, who provided x-rays. Rep confirmed that there are no allegations against the revised liner and head.